Manufacturer narrative:
Additional information was added : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified numbers of unspecified secondary set was connected to a unspecified pump. It was further reported that blood was backing up the secondary and primary set all the way to the back check valve. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.